Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found out to be dislodged and exhibited high pacing threshold measurements. Moreover, the lead also exhibited muscle stimulation. A lead revision is to be scheduled. Additional information indicated that the lead dislodgment was confirmed via electrogram (egm) tracings. This ra lead remains in service. No adverse patient effects were reported.